Event description:
It was reported that when using the bd pyxis¿ medstation¿ es spilled liquid had been cleaned. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system liquid spill needed to cleanup. A field service engineer (fse) assisted the customer with cleaning up liquid spill, then removed the return bin and drawer liner from the matrix drawer, after that the customer was able to clean the medication from the drawer, then the fse reinstalled the liner and return bin, after that the customer was able to access the drawer with no issues. The system functioned as intended after the field service engineer repaired the device.